Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe asymptomatic aortic stenosis, sinus bradycardia (sb) and hypertension for which managed by beta-blockers. During the procedure, a temporary pacing catheter was placed in the right ventricle (rv) from the left common femoral vein. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a rapid pacing approach by using a 18mm non-abbott balloon as per IFU recommendations. After the temporary pacemaker was turned off, the patient's sb had persisted with a new left bundle branch block (lbbb) despite conducting a 1:1 electrical impulse. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with no recaptures. There was no pvl but the previously noted cardiac rhythm remain unchanged. Temporary pacing catheter was removed and placed through the right internal jugular vein for early mobilization and overnight monitoring. On the following day, electrophysiologist (ep) recommended a permanent pacemaker implantation due to the sustained sb and lbbb with a dependency on medications for the pre-existing hypertension. The physician believes that the new lbbb was caused by the non-abbott pre-bav device. The patient's status was stable.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a prior medical history of severe symptomatic aortic stenosis. The valve was released at the second attempt, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe asymptomatic aortic stenosis, sinus bradycardia (sb) and hypertension for which managed by beta-blockers. The length of the membranous septum was 5.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a temporary pacing catheter was placed in the right ventricle (rv) from the left common femoral vein. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed with a rapid pacing approach by using a 18mm non-abbott balloon as per IFU recommendations. After the temporary pacemaker was turned off, the patient's sb had persisted with a new left bundle branch block (lbbb) despite conducting a 1:1 electrical impulse. The valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with no recaptures. There was no pvl but the previously noted cardiac rhythm remain unchanged. Temporary pacing catheter was removed and placed through the right internal jugular vein for early mobilization and overnight monitoring. On the following day, a permanent pacemaker was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician believes that the new lbbb was caused by the non-abbott pre-bav device. On (B)(6) 2025, the patient was discharged.